Event description:
Customer received result of 117 mg/dl on the mobile system, and a result of 50 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer has discarded the test strips.

Event description:
Customer received result of 117 mg/dl on the mobile system, and a result of 50 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number and expiration date unknown). (B)(4).